Event description:
Baxter reported one incident of a blood leak with the psn 170 dialyzer. Incident occurred at the start of treatment and was noted by the machine's blood leak detector. No further information is available regarding this incident.